Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable and a third-party wall adapter with a working outlet. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to leave adapter plugged into a known working outlet for at least 30 minutes, after which pump began charging using original supplies, pump did not shut down or become unable to power on, and no further assistance was required.